Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter revealed a hole in the catheter body caused by deep abrasion. (B)(4).

Event description:
The adverse event was changed from ¿transverse myelitis with possible infection¿ to ¿infection¿.

Manufacturer narrative:
(B)(4).

Event description:
Additional information showed the ¿MRI lead to a myelitis type problem.¿ the etiology was noted as the ¿incisional site/device tract: pump pocket.¿ it was noted the patient was given antibiotics for 6 days before the system was explanted.

Manufacturer narrative:
Product ID: 8596sc lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: 8711 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
A possible infection was reported, and lab work revealed abnormal cytology, but no growth on the culture on (B)(6) 2013. A thoracic MRI raised concern for an infectious process. The patient was given antibiotics, and the entire system was explanted. This resulted in in-patient or prolonged hospitalization. The etiology noted possible relation to the device or therapy and no relation to the implant procedure. The medication used within the system was dilaudid. The doctor noted, the patient was having signs/symptoms of increased weakness and numbness in their bilateral lower extremities. The event was later noted to be ongoing. The signs and symptoms were updated to note ¿myelitis type problems¿. The adverse event was later updated to transverse myelitis with possible infection. The event was noted to be ongoing. The date of system explant was (B)(6) 2013.

Event description:
Additional follow-up indicated that the patient was discontinued on the date of the explant; patient had not followed up since (B)(6) 2013, and the status of the event was noted in clinical notes as ongoing with no further action needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.